Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain/ abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), menorrhagia ("including heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain,") and rash ("excessive rashes"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain, abdominal discomfort, menorrhagia, back pain, abdominal distension, abnormal weight gain and rash had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, back pain, menorrhagia and rash to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain/ abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), menorrhagia ("including heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain,") and rash ("excessive rashes"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain, abdominal discomfort, menorrhagia, back pain, abdominal distension, abnormal weight gain and rash had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, back pain, menorrhagia and rash to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: case became serious incident. Device insertion date, device removal date were added. Indication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.